Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump passed selftest and displacement tests. The pump was monitored for 24 hours and no blank display anomalies were noted. The power connector plugged in and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. Customer stated the display was blank after receiving new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.